Manufacturer narrative:
Reportable malfunction with inomax dsir (B)(4) was created as complaint: (B)(4). Pins in the injector module receptacle were damaged. The faulty 90164 im receptacle cable was replaced due to this finding. A full functional test was performed and the device operated according to specifications so it was returned to the field. The root cause for this report was recessed pin 5 on injector module receptacle. This condition will be tracked and trended under the company's quality system. This case did not result in an adverse event /serious adverse event, however, it is being submitted to regulatory authorities because a similar failure occurred in the past which resulted in a serious adverse event (MDR 3004531588-2017-00053).

Event description:
On (B)(6) 2017, a respiratory therapist (rt) from the united states called mallinckrodt customer care to report a cylinder not detected condition with inomax dsir (B)(4). The device was not in use on a patient at the time of the event. There was no impact or harm to the patient reported. On (B)(6) 2017, a mallinckrodt internal employee identified a damaged/recessed pin 5 on the head of dsir (B)(4). This is being reported as it is considered a reportable malfunction and was found during visual inspection of the device during service.